Event description:
Rptr states that he received a result of 138mg/dl on the device and the device memory stored the result in the 160's (mg/dl). No adverse event reported. Requested return of suspect device and replacement was sent.